Event description:
It was reported that the dilatation balloon ruptured at 14 atmospheres. When the balloon was removed from the pt, the outer material of the balloon was noted to have torn and separated into two pieces. The lesion was in a moderately calcified common iliac. There was no reported resistance removing the device from the pt. It was confirmed that all pieces were removed from the pt. The pt is fine. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.